Event description:
It was reported that the patient experienced an issue in which the tape was not sticking to the skin due to loss of stickiness on (B)(6) 2026.

Manufacturer narrative:
MDR (B)(4) / initial 1 of 2.based on the available information, this event is deemed to be a reportable malfunctionto date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA registration numberreporting site: 8021545.manufacturing site: 8021545.